Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with open packaging was returned for evaluation. The sample was visually evaluated, and no defects were observed. To simulate the presence of air in line, the sample was gravity-primed, and no bubbles were detected in the tubing. The sample was also leak tested and no leaks were observed. It should be noted that there is no space pump with this catalog usual air-in-line testing (i.e. Mv readings and outer diameter (od) testing) is not required. Based on the results of the sample evaluation, the reported defect is not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description infusion was complete and air infused into the patient. Description of the patient event patient was a nurse and recognized this should not be happening and alerted someone before the situation became dangerous. They were using a pressure cuff on a b braun l8001 bag when the line ran dry and air began infusing. No injury reported.